Event description:
It was reported that the patient fell. A device check found noise and high impedances. The doctor elected to explant the entire system. A new system was successfully implanted. There were no additional adverse patient effects.